Event description:
Material: (B)(4) batch#: unknown it was reported by the customer that needle poked through the cap. Verbatim: rcc received a complaint via email. Email(s) attached. Needle poked through the cap. According to the customer, the needle was recapped when it poked through the cap. Item#304142 1. Kindly provide the batch/lot number of the product. Unknown 2. Kindly provide the date of event. (B)(6) 2024 3. Kindly confirm I there any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No sample available, please see photo below. 4.any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the detail. Scrub tech was injured.

Manufacturer narrative:
(B)(4) : initial MDR submission with device evaluation it was reported the needle poked through the cap. As a sample was not returned, a through sample evaluation by our quality team. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister. The unit has the plastic shield with a needle tip thorough it. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This product should not be recapped. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, this is an off-label use. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.